Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer would reach out to their hcp to obtain a backup method of insulin therapy.